Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a 75% stenosis in the mid left anterior descending artery. The patient presented with non-st elevated myocardial infarction. Intravascular ultrasound (ivus) was used and the vessel was determined to be 2.5-2.75mm. Pre-dilatation was performed with a 2.5 x 15 mm balloon at 12 atmospheres (atm), reducing the stenosis to less than 40%. A 2.5 x 28 mm absorb scaffold was deployed and post-dilated with a 2.5 x 15 mm non-compliant balloon at 18 atm with residual stenosis less than 10%. The patient returned with angina on (B)(6) 2016 and scaffold thrombosis was found. A 2.5 x 48 mm xience xpedition stent was implanted for treatment with a good result. The patient has been put back on dual-antiplatet medication of aspirin and ticagrelor instead of plavix. No additional information was provided.